Event description:
It was reported that the patient presented in clinic normal pacemaker replacement. It was discovered that the patient's right ventricular (rv) lead exhibited noise and high capture threshold. During procedure, it was noted that the pacemaker failed to be disconnected from the lead and the set screw failed to be loosened. Subsequent attempts to turn the set screw caused the screw to become stripped. The pacemaker and rv lead remained implanted. The patient had no adverse consequences due to the event.